Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendix resection on a laparoscopic appendectomy, on first device, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. On second device, there was an unknown issue. Another device was used to complete the case. There was no patient injury.